Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'persistent downstream occlusion' which was not reproduced during evaluation. A review of the event history log identified downstream occlusion messages. The cause was determined to be an out of specification force sensor. Calibration of the force sensor was required to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a persistent downstream occlusion even though tubing was changed three times. There was no known patient injury or medical intervention associated with this event. No additional information is available.